Event description:
It was reported to philips healthcare that the heartstart xl keyboard was damaged with some of the keys not working. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).